Manufacturer narrative:
The case states that this facility reprocessed endoscopes in an advantage plus automated endoscope reprocessor (aer) with two rapicide pa part b bottles in the machine. The aer is intended for use with one bottle each rapicide pa part a and part b to produce the use solution for endoscope disinfection. Part b does not contain the disinfectant active ingredients, thus endoscopes were not high level disinfected between patient use. There is potential for cross contamination. Medivators clinical specialist visited this site to investigate. It was determined this was a case of user negligence and failure to follow instructions. This facility reported that the rapicide pa indicator test strips passed which is not possible being that part a is the component which contains the paa, the active ingredient. It was reported that the user did not notice that the cap size and color did not match/fit with the color and neck size of the bottle. The advantage plus fluid change event log indicates that a part a bottle and part b bottle were scanned so the user must have falsely scanned a different part a bottle to bypass the system. There were no samples of the rapicide pa lot in question for additional qa analysis. To date, there has been no reports of patient injury or illness. This complaint will continue to be monitored in medivators complaint system.

Event description:
The case states that this facility reprocessed endoscopes in an advantage plus automated endoscope reprocessor (aer) with two rapicide pa part b bottles in the machine. The aer is intended for use with one bottle each rapicide pa part a and part b to produce the use solution for endoscope disinfection. Part b does not contain the disinfectant active ingredients, thus endoscopes were not high level disinfected between patient use. There is potential for cross contamination.